Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a recent hand surgery ¿the patient did not wash their hands because of not having strength in their hands and the patient removed the ring (unspecified pd connector) by using their teeth¿. As a result, the patient experienced peritonitis and on the same day, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the event and dianeal/extraneal therapies were ongoing. It was not reported if the patient was retrained in proper aseptic technique. No additional information is available.